Manufacturer narrative:
Phone number: (B)(6) this report is being filed on an international product, list number 8p06 that has a similar product distributed in the us, list number 8p05. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) alinity I anti-hcv results generated on an alinity I processing module for one patient. Sid (B)(6) initial result = (B)(6), repeat result = (B)(6). The sample was (B)(6) on blot and liaison (B)(6).there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and inhouse testing of retained reagent kit lot 33352be00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket and trending review did not identify any trends for the complaint issue. Device history record review did not identify any non-conformances or deviations with the likely cause lot number. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Testing included two commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 9047 and hcv 9045). The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix, since architect anti-hcv and alinity I anti-hcv assays are equivalent. Lot 33352be00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency with the alinity I anti-hcv reagent lot 33352be00 was identified.